Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an interventional procedure. The clip was fired. The physician removed the starclose device and noticed the puncture site was not closed and that the clip was still on the shaft of the device. Hemostasis was achieved with manual compression. No patient injury or effects were reported. There is not additonal information.

Manufacturer narrative:
The device was received. There was evidence of cuts and slits on the distal end of the sheath which is consistent with the clip capturing the distal end of the exchange tube. The vessel locator wings were also found prolapsed. We were not able to establish a root cause. No malfunction was detected. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.